Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed and found error message "alarms occluded, failed testing." Functional testing was performed, and it was identified that the cause of the issue was the downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
It was reported that the pump alarms occluded and failed the testing. There was unknown patient involvement. No patient harm/adverse event was reported.